Event description:
It was reported to philips that device experienced an ECG bias error along with multiple cable failures during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.